Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the last stall on 2018-(B)(6) at 09:33am recovered on 2018-(B)(6) according to the log that was read this morning (2018-(B)(6) at 08:15am. Unfortunately, this log report was not printed, so the manufacturer representative did not recall the exact time the stall recovered. On 2018-(B)(6) at 12:10pm, the intrathecal baclofen dosage was decreased using the programmer, and the pump was updated. The restart command that usually occurred after programming did not resolve the motor stall. The cause of the motor stalls was not determined. The patient¿s weight was estimated to be 180 pounds. The pump was removed on 2018-(B)(6) at 09:30am and would be sent to the device manufacturer by the hospital according to their protocols.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal baclofen 500 mcg/ml at an unknown dose via an implantable pump. The indication for use was not reported. It was reported the patient experienced underdose, itching, diaphoresis, increase in spasms, and agitation. The patient reported feeling the symptoms on (B)(6) 2018. Logs revealed: motor stall on (B)(6) 2018 at 4:48am and recovery at 12:43pm motor stall on (B)(6) 2018 at 22:05 and recovery on (B)(6) 2018 at 21:14 motor stall on (B)(6) 2018 at 21:50 and recovery on (B)(6) 2018 at 02:19am motor stall on ) (B)(6) 2018 at 09:33am and no recovery. The patient had not recently had an MRI. The hcp was going to contact the local manufacturer representative and decide the next steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 500 mcg/ml at 241.97 mcg/day via an implantable pump. Logs from (B)(6)2018 showed: stopped pump period may exceed tube set on (B)(6)2018 at 21:50 [in addition to previously reported stalls/recoveries between (B)(6)2018 and (B)(6)2018. It was unknown if any environmental, external or patient factors might have led or contributed to the event. The pump was replaced. The pump would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. The patient¿s medical history included spasticity. The pump was not a defective product from trunk stock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump is supposed to be returned by the customer and has not been received as of yet.

Manufacturer narrative:
It was reported that the daily dose of baclofen was 120.99 mcg/day. Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.